Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection method is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, the following was identified: forceps elevator has foreign material. Foreign material is yellowish/brown in color but it is unknown what the foreign material is. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to the following non-reportable malfunctions were found during the device evaluation: the plastic distal end cover has a scratch; due to wear of angle wire, the play of up/down/right/left knob is out of the standard value; the connecting tube has a scratch; the universal cord has a scratch; the bending section rubber is detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.